Event description:
According to the reporter: during laparoscopically assisted vaginal hysterectomy while closing vaginal cuff, the device was difficult to toggle, load and unload. And the suture was also used, the reporter stated that both needle and thread got broke. The needle fell into patient cavity but was retrieved with a grasper. There was a surgical time extended more than 30 minutes. Several instrument and reloads were utilized to complete the procedure. No patient injury has been noted. Patient status: alive - no injury.